Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows moderate electrode wear with contamination/discoloration on the screen and scuff/scratch marks on the spacer and cap. The screen is minimal reduced in thickness on one side. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a known good q2 controller and an error e7 was displayed. The error was by-passed and activated in saline solution at the default and max settings on the controller and produced plasma on the screen/electrodes despite the worn screen. The suction line was tested and performed as intended. The complaint was verified and the root cause for this event could not be determined with confidence; however, the failure is consistent with extensive wear of the electrodes which in turn will decrease the functionality of the wand. The root cause of the complaint seems to be the end of useful life for the returned device, as physical evidence shows the electrodes come to a point which is consistent with disintegration of the electrodes. Several other factors that could contribute extensive wear or detached electrodes may result from vigorous use against bony surfaces; irregular wear of the electrodes leading to malfunction; electrodes wear under use and the rate of wear are dependent on variables that cannot be replicated in all cases. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the tip of the wand broke into the patient. Broken tip was removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.